Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) replacement procedure due to therapy downgrade, this lead was found to be fractured when it was disconnected from the device header. The lead was subsequently surgically abandoned. No additional adverse patient effects were reported.